Event description:
The manufacturer received information alleging a ventilator was failing testing. There was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator was failing testing. There was no harm or injury reported. The device's oxygen blending module board and sensor board were replaced by the customer prior to returning it to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, the customer's complaint, the device fails testing, could not be confirmed or dulicated. A "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issue.